Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the tubing came apart at the pump segment section of the set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the tubing fell apart before it was used, and returned one sample of material 2420-0007, lot 25055175. Upon initial visual examination, the set verified the complaint of separation at the lower fitment, solvent connection. The tubing was examined under a microscope, and insufficient solvent was found. A device history record review was performed. There was one quality notification (qn) issued for the failure mode reported by the customer during the production build of this set: (B)(4). The manufacturing plant found the root cause for the separation to be related to the solvent application process. Reported lot was manufactured before actions implemented by the plant on july 12th, 2025. These actions include cleaning of solvent dispensers by maintenance, and retraining of personnel on correct solvent application procedure.